Manufacturer narrative:
Initial reporter complete facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they spoke with them. Arctic sun device s/n (B)(6) gave a low flow alarm and therapy stopped. They have since resumed therapy. Currently flow rate was 0.8lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 34%. Pump hours 1013.5, system hours 2919.8. They have a note that says to call if the flow was below 1.2lpm. They were asking will low flow affect the patient's esophageal temperature reading. Asked nurse to feel for any kinks or pad tubing compression. Nurse stated they already checked and there were none. Stated they had low flow with other patients recently. Confirmed the low flow rate will not alter the patient's esophageal probe temperature reading. Suggested keeping an eye on the flow rate. If it drops further replace pad. Lot ngkw0105. Asked to save the pad if they swap it out.